Manufacturer narrative:
Patient clinical symptoms were not reported in previous report and reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused the patient to be admitted to the hospital due to therapy not working. Patient experienced headache, nausea, eye irritation and device has strange odor. The patient did receive medical intervention when hospitalized repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 has been corrected/updated in this report.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused the patient to be admitted to the hospital due to therapy not working. The patient did receive medical intervention when hospitalized. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.